Manufacturer narrative:
The alkaline phosphatase acc. To ifcc gen.2 lot number is 807290. Calibration and qc are in range so a general reagent issue is not likely. A field service engineer (fse) replaced the gear pump head, cleaned various hoses, cleaned the water tank, adjusted the gear pump, main water pressure, and rinse water volume. He performed a quality check and it passed. Several service actions were performed so an exact root cause cannot be clearly identified. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable alkaline phosphatase acc. To ifcc gen.2 results from the cobas c 303 analytical unit. Patient 1's initial result was 256 u/I, and the repeat result was 165 u/I. Patient 2's initial result was 79.2 u/I, and the repeat result was 142 u/I. The questionable results were repeated because the customer found one sample was above the reference range and repeated all samples.